Event description:
The facility reports the resident was assessed for the lift and a large sling. The sling and lifter were used the day of the incident during the second shift to transfer the resident out of the bed to the geri-chair in a reclining position and then from the chair back to bed. The resident was lifted in a manner so her legs did not have to be moved around the mast. She was maintained in a semi-reclined position during the transfers. The night nurse discovered the resident with a swollen right leg that was warm to the touch. The pt was admitted to the hospital and diagnosed with a fracture of the right femur. The fracture was reduced with longitudinal traction and extension of the knee and an emobilized was placed on the leg.

Manufacturer narrative:
The facility is unsure of which lift and sling combination was used. Possibilities are: with sling model maa4000-xl, production date: 10/2005. Lift model: kmbb4esu2fus, with sling model: maa4000-xl, production date: unk. Lift model: kmbb4fsx2fus, with sling model: maa4000-xl, production date: unk.